Event description:
It was reported by the patient that, while activating a new pod, the pod primed, and then they applied the pod to their body. When they pressed the start button, the cannula pricked their skin, but did not pierce it, indicating a needle mechanism failure. The patient stated the cannula was only partially visible after removal of the pod. No impact to the patient's blood glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.